Event description:
It was reported that the system would not recognize the receiver cable. It was reported that this caused the system to be unusable. The case was finished w/o navigation. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The tracker needs to be replaced. The reported issue is currently under investigation.